Event description:
The customer reported that their mx700 showed an "speaker malfunction" inop and gave no sound. The monitor came up with the inop, after booting. No patient involvement was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.